Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the suspect vela ventilator displayed multiple alarms (motor fault alarm, low peak inspiratory pressure (pip) alarm, low minute ventilation (ve) alarm, and circuit disconnect alarm). Transducer fault alarm was also observed in the event log. There was no patient involvement associated with the reported event.